Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between apr 4, 2022 and sep 26, 2022. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye in a secondary surgical procedure due to unspecified visual disturbances (dysphotopsia). The patient has fully recovered. No medication out of standard care was prescribed. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 3, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "visual disturbance- dysphotopsia" was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.